Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. The insulin pump unable to prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm noted. The insulin pump has scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 387 mg/dl, which was treated with manual injection. The drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.